Event description:
It was reported that the patient's pacemaker (pm) was explanted and replaced due to premature battery depletion. The patient was stable throughout the procedure. Further information was requested but not received.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at eri level. Device autocapture feature was enabled and operated in high output mode at times, which caused current fluctuation. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Further analysis indicated no anomaly noted. Device has reached the elective replacement indicator (eri) level due to normal usage. Longevity assessment was performed based on average current and meets the projected longevity, indicating normal battery depletion. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.